Manufacturer narrative:
The reported event occurred on a cobas 6000 core unit 150 (jp version) analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications, and no reagent or product issue was identified. The analysis was limited by the unavailability of detailed quality control, calibration, and instrument data. However, the investigation considered pre-analytical factors, including the lipemic status of the (B)(6) 2024 sample and the possibility of contamination during the decapping process. Dna testing confirmed that all samples were from the same patient, who was determined to be hbsag negative. The root cause was attributed to a likely contamination event or an unspecific result due to the lipemic nature of the (B)(6) 2024 sample. The device remained in operation at the customer site, and no further issues were reported.

Event description:
The initial reporter alleged a false positive result for the hbsag g2 elecsys cobas e 100 v2 assay on a cobas 6000 core unit 150 (jp version). On (B)(6) 2024, a patient specimen collected in an edta-2k tube, described as lipemic, generated a high hbsag ii result of 5415 coi. The same specimen was also tested using a colloidal gold strip detection method, which yielded a strong positive result. On (B)(6) 2024, two additional blood samples were collected from the same patient, one in an edta-2k tube and the other in an ordinary blood collection tube. Both samples tested negative for hbsag ii, and no lipemia was observed in these specimens. The specimens from (B)(6) 2024 were retested multiple times on the same instrument, and the results were consistent with the initial findings: the (B)(6) 2024 sample remained strongly positive, while the (B)(6) 2024 samples remained negative. Dna testing and blood type comparison confirmed that all samples were from the same patient, who was determined to be hbsag negative.